Event description:
This spontaneous report was received on (B)(6) 2011 from a (B)(6) old female consumer reporting on self from canada. The medical history included arthritis of back. The concomitant medications included unspecified medications for back pain. On (B)(6) 2011, the consumer started using o.b tampons super absorbency, two tampons in same day for normal menstruation (lot number 3080m0237, route: vaginal, expiration date unspecified). On the same day, two tampons unrolled inside her vagina which she thought that she could remove by herself. She used douches twice. After an unspecified duration, she removed the tampons. The device was discontinued on the same day. The report was assessed as non-serious event. The company causality was assessed possible. No sample was received for evaluation. Due to the unavailability of the sample, it is not possible to evaluate the particular alleged defect. The device history record revealed no issues or nonconformance with the product or process. The retain sample was visually inspected and no nonconformance or manufacturing defects were observed. A review of the data involving this lot number revealed no adverse trends. Complaint trends will continue to be monitored. This report was considered as reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.